Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that at time of incident they were fishing but it was not in water too long. Customer stated that no contacts were damaged on battery cap. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, the device displayed a critical pump error (open book image) due to corrosion on the pins of the lcd connector and on the terminal of the lcd flex cable. Unable to download/upload due to moisture damage. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the critical pump error.